Manufacturer narrative:
Patient code (B)(4) used for: the complaint indicated that the blade migrated post-op which will require additional surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an original surgery performed on (B)(6) 2017 where the patient was implanted with a (tfna) trochanteric fixation nail advanced construct. On an unknown date post-operatively x-rays were taken and it was determined the helical blade implant cut out through the superior femoral head. A revision procedure will be scheduled on an unknown date. The patient has elected for revision surgery at another facility and to date the implant remains in the patient. This complaint involves 1 device concomitant devices: nail (part/lot unknown, qty 1), screw (part/lot unknown, qty unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient dob & weight not provided for reporting. Date of event: unknown. Other UDI: (01) unknown (10) lot unknown, UDI is unavailable. This report is for unk - tfna head element/unknown lot number. Explanted date: not explanted. Device is not expected to be returned for manufacturer review/investigation. 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.